Manufacturer narrative:
Investigation found multiple contributor's to this event. The customer was not following the sample tube manufacturer's recommendation for centrifugation time. The customer has implemented the correct centrifugation time and has had no recurrence of non-reproducible results. The root cause of the elevated trop I result is most likely improper pre-analytical sample processing. Additionally, the falsely elevated trop I result was reported due to user error as the customer neglected to identify an analyzer condition code on the initial results and allowed an incorrect result to be reported.

Event description:
The customer observed non-reproducible trop I results from a single patient. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were not reported. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.